Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implant of the intraocular lens (iol), the patient experienced post op astigmatism. Patient's pre and post op cylinder value was -1.50. Doctor reported that amo's online toric calculator does not work properly. Visual acuity pre-op: 0.7 snellen, visual acuity post-op: uncorrected distance visual acuity (ucdva) 0.6-7, best corrected visual acuity: (bcva) 1.0. Pre-op cylinder axis was max. K value @79 degrees and astigmatism. Value was -1.50 (169 degree). Post-op cylinder axis is max. K value @80 degrees and astigmatism. Value is -1.0 (170 degree). Secondary surgery required and a plan to explant the intraocular lens was reported. Reportedly, patient unhappy with vision. No further information was provided.

Manufacturer narrative:
Corrected data: the incident/implant date was confirmed to be (B)(6) 2016, not (B)(6) 2016 as initially reported. If implanted; give date: (B)(6) 2016 (corrected). Additional information was received and clarified the doctor's plan for the patient. It was noted that instead of intraocular lens (iol) exchange, doctor is planning a prk (photorefractive keratotomy) treatment in order to correct post-op error. Intervention date is not certain yet. (B)(4). Device evaluation: the intraocular lens was not returned for investigation as it remains implanted. A product investigation therefore could not be performed and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.